Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the cartridges had air bubbles in them. The reporter stated that when they switched to a different lot number the cartridges did not have any problems. There is no additional information at this time. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2012 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.